Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a

Event description:
It was reported before use that the cardiosave intra-aortic balloon pump (iabp) had hissing noise. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.